Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high. The customer did not receive a no delivery alarm. She gave herself 8 units of insulin but her blood glucose level was still high. Her blood glucose level was 544 mg/dl. She was running out of breath, had excessive thirst, abdominal pain, and was a little upset. The infusion set had a bent cannula. The high pressure test passed. The device was not returned.